Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B) (6) 2010, pt reported she changed her insulin cartridge on (B) (6) 2010 and immediately noticed an e4 (occlusion) error. Pt stated she put the infusion device in run mode and that cleared it. Pt reported she has had this error in the past and did the same thing. Had pt do an empty prime with the infusion tubing attached; was able to successfully complete a prime of 6 units of insulin. Advised blockage was at her infusion site. She stated she changes her site every 3 to 4 days and rotates left to right on her abdomen. Pt reported sometimes she will have to stay on the left side as the right side "rejects the sites". Pt reported her blood glucose has been running high and she thinks it is due to the e4 error and not clearing the error message. Pt's normal blood glucose range is 97 mg/dl to 135 mg/dl. She stated the highest reading she has had with the e4 was 250 mg/dl. On follow up call on (B) (6) 2010, pt reported everything had returned to normal and she has had no more e4 errors. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.